Event description:
The customer reported his blood glucose reached 381 mg/dl less than 24 hours after the pod was activated. Upon further inspection he noticed the needle never inserted the cannula into the infusion site.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.